Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: a3a should be blank h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one needle. The needle was returned disengaged with no suture. The foil pouch was inspected and no signs of damage or abnormalities were identified. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Suture material was observed to be present in the swage, indicating the suture broke off at the swage. It was reported that the needle detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a cesarean section, during uterine myometrial continuous suturing and peritoneal closure, the needle d etached. The same issue happened to a second suture from the same lot number, and to two other sutures of another type. Another suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot # a5c2225y); 6233-31, 6233-31 maxon* 4-0 grn 75cm v20 x12, (lot # d5f3123y); 6233-31, 6233-31 maxon* 4-0 grn 75cm v20 x12, (lot # d5f3123y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.